Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Radio frequency telemetry was also disabled, likely due to high impedances. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.